Manufacturer narrative:
Reference MFR. Report : 1221359-2021-01974. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay . This MFR. Report addresses patient one( 1) of two ( 2) . The customer reported a false positive result with the ID now covid-19 assay on a direct tested nasopharyngeal swab. Repeat testing was not performed. Pcr confirmation testing x 2 (sample type not provided ) generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was delay or impact in the patient's treatment. Patient was place in isolation and treatment was slightly delayed.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018106 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot: 1018106, test base part number 190-430 / lot: 1018106 the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018106 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. MFR ref reports: 1221359-2021-01974-su.